Manufacturer narrative:
"The generator was received by the manufacturer for analysis." This information was inadvertently left off of the initial MFR. Report. Device available for evaluation; corrected data: this information was inadvertently left off of the initial MFR. Report.

Event description:
The generator was received by the manufacturer for analysis. Product analysis (pa) for the returned generator was completed. The generator product had been opened but not used due to the reported pulse disablement. Pa performed a review of the data downloaded from the generator, which indicated the "pulse disabled" byte was set to a value that represents a "vbat<eos" (battery voltage less than the end of service threshold) condition. The minimum voltage measured showed a value of 1.862 volts, with an estimated occurrence a day after the attempted implant of the device. Additionally, burn marks were observed on the generator case, indicating that the generator may have been exposed to an electro-cautery tool during the device implant/explant procedure, which may have been a contributing factor. A reset of the "pulse disabled" bit was performed to allow for an output current to once again be provided by the generator for subsequent testing. The reported premature end of life was not duplicated in the pa lab, after the device was reset. The diagnostics were as expected for the programmed parameters. The sensing functions of the generator performed according to functional specifications. Electrical testing showed the generator performed according to functional specifications and the final electrical test showed an ifi = no (intensified follow-up indicator) condition. Other than the noted "pulse disabled" event, there were no additional performance or any other type of adverse conditions found with the generator.

Event description:
It was reported during the patient's replacement surgery that the patient was going to be replaced with a new m106 generator. The new m106 generator was removed from the packaging and placed on the patient's lead. When diagnostics were run, the generator already showed an eos = yes (end of service) condition. It was noted that electro cautery was used during the explant procedure, but it was not used near the new m106 generator. The surgeon did not believe the electro cautery and the new m106 were in the sterile field at the same time. The m106 was not used due to the generator showing the eos = yes condition. The programming history database was reviewed and found to contain information from the date of the patient's surgery. The device was interrogated, followed by a programming, then the device was interrogated 2 more times. During the programming, no settings were changed and all output currents remained programmed to zero. System diagnostics were also performed. The first system diagnostics showed the device was already at the eos = yes status. The DHR for the m106 generator was reviewed and the generator was found to have passed all testing prior to distribution. The generator information from the programming system was decoded and reviewed. Upon initial interrogation, the battery capacity consumed showed 0.587% and the generator had 3.315 v with a battery status of ok. On the date of surgery, it was found that the voltage value experienced a sharp, unexpected decline down to 1.912 v, while the battery capacity had only depleted slightly, and expectedly, up to 0.590%. Additionally, the "diagvbat_min" showed that 1.912 v was the minimum voltage observed during the life of the battery. The minimum voltage measured was the same date of the surgery, indicating the date of surgery was the date the lowest battery voltage throughout the life of the device was observed.